Event description:
Customer reported zipper damage on the large access panel the pull tabs are missing. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - pull tab missing. Eval results: eval of the returned product found that on panel side a the zipper slider body is open on the pt access window, there is a 2 inch tear on the bottom of the mattress envelope. Panel side b the zipper slider body is open on the pt access window. Window a has a 1 inch tear in the netting. Panel side c has 1 foot of discolored material and the lower right leg elastic is torn, window c has a 1/2 inch tear in the netting. Panel side b on both legs the elastic is torn. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).